Manufacturer narrative:
At the completion of the complaint investigation, based on the information provided, the clinical evaluation was able to confirm the aneurysm sac growth from an accessory superior mesenteric artery (sma). The clinical evaluation additionally found the following potential contributing factors to the reported event; accessory sma vessel and anticoagulation therapy. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The event devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time.

Event description:
Additional information received, a clinical evaluation found the patient returned to the hospital two times on (B)(6) 2015 and (B)(6) 2015, post initial procedure for bleeding from the access site. Patient was treated and released from the hospital.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial implant on (B)(6) 2015 with a bifurcated stent and suprarenal aortic extension. On (B)(6) 2016 computed tomography (CT) \showed aneurysm sac growth with no endoleak seen. The patient is in stable condition and there are no reports of a secondary intervention being planned or scheduled. There have been no additional adverse events reported for this patient.